Manufacturer narrative:
The main component of the system and other applicable components are : product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from an advanced evaluation trial patient on day 7. It was reported that there was a loss or change of therapy. The trial patient met with her nurse practitioner this past monday and the nurse had tried to pull out the trial leads, which was painful. The nurse was not supposed to do that yet. The nurse was not aware until after that the lead was inserted surgically. The lead was pulled out but not completely removed. Since then, she was able to feel stimulation but was not getting therapy relief. She was getting great results prior to this and since then she had had to get up 5 times to go to the bathroom. She had tried changing from program 3 to program 2 but it was still not helping. The patient wanted to get hold of her manufacturing representative (rep). The issue started on (B)(6) 2016. A healthcare professional (hcp) later reported that the lead was sterilized. No further actions or interventions were taken. The patient moved to stage 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.